Event description:
It was reported that the customer received a button error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, and no delivery test. The unit functioned properly. The insulin pump was received with intermittent button response due to corroded keypad traces. There was no button error alarm noted. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.